Event description:
Physician was using a power drill to place screws during an open reduction internal fixation of hip fracture. The drill bit tip broke off in the bone. Surgeon attempted to pass another drill bit to retrieve broken tip and the second bit broke off also. He was able to retrieve the second tip, but not the first. It was decided to leave the tip in place rather than to do more extensive surgery. The pt is now three days postop and has had no complications from this incident.